Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye, therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. The labeling identifies that a stent implanted in a location other than the tm/schlemm's canal is known inherent risk of trabecular micro bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the available information, the root cause of the reported event cannot be determined. Any omitted information was not available at the time of initial report. (B)(4).

Event description:
It was reported that following a right eye cataract surgery, one (1) of the two (2) stents from a trabecular micro-bypass stent system was placed posteriorly (malpositioned), and the other stent was implanted successfully in the trabecular meshwork (tm). To complete the procedure, the surgeon used a back-up device to implant a second stent successfully. No surgical/medical intervention was required, and no report of patient injury. Additional information has been requested.